Event description:
The initial reporter received questionable valproic acid (valp2) results from two patient samples tested on the cobas 6000 c 501 (ul) v. Patient sample 1 the initial result was a data flag. The repeat result was 29.3 mg/ml. Patient sample 2 the initial result was a data flag. The repeat result was 73.9 mg/ml. The physician questioned the initial results, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 (ul) v is (B)(6). The field service engineer (fse) inspected the module and determined that the event probably occurred because no reagent pack was on board. The customer loaded a new reagent pack and successfully calibrated the assay. The module's performance was verified with a successful precision check by the fse and calibrations and qcs by the customer. The investigation is ongoing.

Manufacturer narrative:
The customer also stated the module was not calibrating the assay because of the wrong onboard reagent pack. The (B)(6) 2025 calibration results were within the specified ranges. The qcs were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had multiple abnormal aspiration and abnormal probe sucking alarms on the date of the event, close to the time the patient sample was processed. This is an indication of possible poor sample quality. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.